Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) during drain one of five. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to start over with new supplies. The tsr assisted the hp to cycle the power to clear the alarm. The tsr assisted with ending therapy and removing the cassette. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention. No additional information is available.